Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. No further information was provided.